Event description:
It was reported that there was high thresholds, high impedance and confirmed fracture on the leads. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The proximal conductor of the lead became distorted at the first rib/clavicle location while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.